Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was later communicated that no cause other than the device was identified for hemolysis, and no changes to the pump were made before the incident. A computed tomography (CT) scan showed no information. An echocardiogram showed almost no blood flow throughout the pump. The aortic valve was opening with every heartbeat. No changes in flow were seen through a ramp study. The patient's fibrinolysis was successful. It was also reported that the patient had extreme weight gain, as well as a cable infection. Their hemodynamics were normal.

Event description:
Additional information: the patient was discharged on (B)(6) 2019 in good condition, with normal parameters, no signs of thrombosis, and an international normalized ratio (inr) of 2.1. Regarding the infection, the patient's c-reactive protein (crp) was 2 mg/l, and eng was 199 mmhg. Levomicol was recommended for further wound care.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed low speed events and low flow hazard alarms that appear consistent with possible thrombosis. Although the log file findings could be indicative of thrombosis, it should be noted that the account reported the patient has been discharged in good condition and remains ongoing on heartmate ii lvas, serial number(B)(6). No device-related issues could be confirmed through this evaluation. The analysis of the log file also confirmed pump stop events; however, the pump stop events appeared to be caused by the patient¿s driveline being disconnected and a specific cause for the disconnection of the driveline could not conclusively be established through this evaluation. A direct correlation between the pump and the reported hemolysis could not conclusively be established through this evaluation. Lastly, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The customer submitted log file graphs and an excel sheet that contains data from (B)(6) 2019 through (B)(6) 2019. Low flow hazard alarms were observed starting on (B)(6) 2019. Low speed events were noted between (B)(6) 2019 and (B)(6) 2019. Each of the low speed event was followed by the driveline getting disconnected causing the pump's motor to stop. Support was not restored until the driveline was ultimately reconnected and the pump resumed operating above the low speed limit. The pump remained operating as intended until the end of the file when another low speed event occurred. The driveline was disconnected and remained disconnected. The patient remains ongoing on heartmate ii lvas, serial number vad-18859. There is no product available for investigation. The hmii lvas IFU lists device thrombosis, hemolysis and infection (driveline, pump pocket, and local) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. Both documents also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. These documents also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. Lastly, both documents provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that system controller log files noted frequent pump stoppages due to suspected pump thrombosis. Echocardiography found a lot of thrombus formation in the left ventricle. The patient had elevated lactate dehydrogenase levels with hemolysis and low inr levels. The patient is reportedly very overweight and was not compliant in taking oral anticoagulation drugs for a few days. No additional information was provided.